Event description:
Livanova deutschland received a report that a bubble sensor detector was not reading at all during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the bubble sensor detector. The incident occurred in (B)(6) texas. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11. No additional information regarding the reported event was provided. A review of the device¿s service history confirmed that no similar events have been communicated to livanova since the date of manufacturing. A review of complaints database did not identify any trends associated with this type of failure. Based on current level of information, it cannot be ruled out that the reported event was caused by a faulty bubble sensor. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.